Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics are not currently available. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term performance of a pacing lead family: a single-center experience. Heart rhythm. 2019;16: 572-578. Doi: 10.1016/j.hrthm.2018.10.024. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding long-term performance of pacing leads. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufacturer/method. It was reported that the implanted pacing leads exhibited noise and low impedance. Inappropriate mode switching and inhibition of biventricular pacing due to lead malfunction were also observed. Of the patients experiencing pacing inhibition, a couple presented with syncope. Other patients experienced pectoral muscle stimulation. A fraction of the malfunctioning leads were subsequently reprogrammed and remain in use. No further patient complications have been reported as a result of this event.